Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.

Event description:
It was reported that bd connecta plus3 white pegs had foreign matter during preparation of preoperative venous access equipment, black and white speckled foreign matter was discovered on the inner surface of one of the three-way stopcocks. Upon discovery, use was immediately halted, and all sterile items that had come into contact with the stopcocks were replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.